Manufacturer narrative:
Analysis was performed by philips remote and onsite service personnel which included troubleshooting with the customer and testing of the affected device. The results of the analysis were that the ibp configuration needed to be reloaded. Based on the results of the analysis, the product was confirmed to be operating per specifications and the cause of the reported problem was due to incorrect/missing configuration. The issue was resolved by reloading the ibp configuration. The product is confirmed to working to its speciation again and back into service. E1: (B)(6).

Event description:
It was reported that the device is displaying wrong ibp values. The device was in clinical use. There was no report of patient or user harm.